Event description:
It was reported to philips that the display screen does not turn on. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found at the time of turning on the device. It was reported to philips that the system's display did not turn on during startup. The customer restarted the system after waiting for half an hour, and device was back to work functionally. The customer declined the service request sent for philips evaluation and repair service. As the customer declined the service request, no additional information regarding the root was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.